Event description:
The reporter indicated that a 12.6mm vticm12.6 implantable collamer lens of -9.5/2.5/156 (sphere/cylinder/axis), was implanted into the patient's left eye (os) on (B)(6) 2023. On (B)(6)2024, the lens was exchanged for a longer length lens due to low vault without rotation and the problem was resolved. Cause of the event is unknown. It is reported that the eye is quiet.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
B5: a 12.6mm vticm512.6 was implanted into the patient's left eye (os). Claim# (B)(4).